Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ping meter has a power issue (meter does not turn on). The pt manages his diabetes with an insulin pump. The product issue began on (B) (6), 2010 at 5 am. The pt did not make any alterations to his diabetes management as a result of the product issue. Five hours after the product issue began, the pt developed symptom described as "shaky." The pt did receive any treatment at the time of concern. During troubleshooting , the csr noted that the battery did not need to be replaced based on the information provided. The reported issue was not resolved with training as the subject meter did not power on with the test strip inserted and the power button. This complaint is being reported because the pt claimed that he developed symptom that can be suggestive of hypoglycemia, 5 hours after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.